Event description:
It was reported that the patient has chronic atrial fibrillation and was cardioverted on (B)(6) 2013. Upon interrogation of the pulse generator on (B)(6) 2013 it exhibited intermittent and undersensing. The sensitivity would be increased in the atrium and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.